Event description:
It was reported the pt experienced an increase in baseline pain since (B)(6) 2010. A volume discrepancy was reported. It was stated the pump's flow rate has been decreasing from an average 0.41mls/day to approximately 0.25 ml/d. A dye catheter study showed normal catheter flow and no apparent blockages. Additional info has been requested, a f/u report will be sent if additional info becomes available.

Manufacturer narrative:
(B)(4). Reason for late MDR due to implementation of process improvement.